Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, the physician fractured the velocity. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 2 MFR report: 1. Section d. Box 4. Unique identifier.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed that the strain relief was stretched. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.